Event description:
Philips received a complaint on the v60 ventilator indicating that the power management (pm) printed circuit board assembly (pcba) would not charge the backup battery. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device issue was at first believed to be with the backup battery. However, the battery was replaced, and the device would still not charge the backup battery, so it was determined that the fault was with the power management (pm) printed circuit board assembly (pcba). A replacement pm pcba was ordered in a material only order. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received on (B)(6) 2024, the bme confirmed that the replacement pm pcba had been received and installed into the device experiencing the issue. The bme confirmed that the issue had been resolved and that the device now successfully charged the backup battery. The bme completed a performance verification test (pvt) successfully and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.